Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03408.

Event description:
As reported by our affiliates in (B)(6), during deployment of the sapien 3 in the aortic position, difficulties were encountered during valve alignment as there was no straight section of the aorta. Therefore valve alignment was performed in a non-straight section causing severe tension. After several attempts to get the sapien 3 valve through the severe tortuous aorta into the native aortic valve, it was not possible to deploy the valve due to a leak in the balloon. The crimped valve on the balloon was placed in the ascending aorta in order to remove it surgically. Patient was intubated and converted to open heart surgery where the valve and commander were removed. It was attempted to implant an intuity valve, however, it slipped above the annulus on the non-coronary side and had to be removed and replaced with a perimount valve. Post op, the patient was transferred in stable condition to ICU with slight catecholamine support. As per update received, the patient died 3 days post procedure due to a stroke. The root cause of the stroke is unknown. Could be related to the tavi procedure, related to hlm and clamping aorta, or due to anticoagulation medication.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03408. As the affected device was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system, manufacturing mitigation, and root cause. No imagery was provided by the complaint site for further evaluation. The work order information was not provided. As such, a DHR review could not be completed. The work order information was not provided. As such, a lot history review could not be completed. Review of complaint history from october 2016 to september 2017 revealed similar returned complaint devices for the edwards commander delivery system (all models and sizes) for ¿balloon ¿ torn ¿. A review of complaint data for september 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). Review of complaint history from october 2016 to september 2017 revealed similar returned complaint devices for the edwards commander delivery system (all models and sizes) for ¿delivery system ¿ difficulty with valve alignment¿. A review of complaint data for september 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). Review of complaint history from october 2016 to september 2017 revealed similar returned complaint devices for the edwards commander delivery system (all models and sizes) for ¿delivery system ¿ difficulty with valve alignment¿. A review of complaint data for september 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿valve alignment difficulties¿). No IFU/training manual deficiencies were identified. No work order number or manufacturing date of the device was provided; therefore, the inspection sop revision letters (referenced below) are based on the latest revision released prior to the complaint occurrence date ((B)(6) 2017) and are representative of manufacturing steps taken at the time. During balloon manufacturing, the balloon was 100% inspected. During manufacturing, the crimp balloon component was 100% inspected. During manufacturing of the delivery system handle, the flex tip underwent 100% inspections. The laser bond between the inflation bond and the crimp balloon is inspected under 2.85x magnification for smooth bond joint with no gaps between components. In addition, the bond is inspected for bubbles and burns. During the manufacturing of delivery system, the balloon was 100% inspected by manufacturing. During manufacturing, the commander delivery systems undergo 100% final inspection by manufacturing and quality to confirm assembled device dimensional inspections, fine adjust function, collet/shaft clearance, collet engagement (ability to lock), mechanical damage (e.g. Kinks, cuts), and surface damage. Devices were 100% leak tested. Additionally, the lot underwent product verification (pv) testing on a sampling plan. All samples must pass pv testing in order for the lot released. These tests include visual inspection for kinks, cracks, and missing components, inspection of inflation balloon to crimp balloon bond, system retrieval force check, and locknut/collet engagement test. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. Due to the device not being returned for evaluation and no applicable imagery being provided, the complaints of ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. A review of the lot history, DHR and manufacturing mitigation supports that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. Although the device was not returned and no photographs or imagery of the reported were provided, complaint history review suggests that the crimp balloon most likely tore and had separated (adjacent to the inflation and crimp balloon (I/c) bond) during valve alignment. Potential root causes for separation of the crimp balloon material in this location have previously been identified and documented in a pra. It is likely that the reported difficulty with valve alignment led to the tear on the crimp balloon adjacent to the I/c bond. It was reported that there was no straight section of the aorta to perform valve alignment due to the patient¿s tortuous anatomy. This likely resulted in increased forces being applied to crimp balloon and I/c bond area since performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment causing it to ¿dive¿ into the lumen of the flex tip (part of the crimped valve slides into the flex tip lumen). If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear in the I/c bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Available information therefore suggests patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the reported event. However, a definitive root cause cannot be determined at this time. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed and no manufacturing/product non-conformance or labeling/IFU/training deficiencies were identified. Therefore no corrective/preventative actions are required. No product non-conformance were confirmed for either complaint and the occurrence rate did not exceed the respective complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaints of ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed and no manufacturing non-conformities were able to be identified. Available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the reported event. However, a definitive root cause is unable to be determined. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates did not exceed the september 2017 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2017-03408. As the affected device was not returned, the investigation was limited to review of photographs, video, or imagery, review of DHR, review of lot history, review of complaint database for similar complaints, review of physician training and IFU for the edwards sapien 3 with commander delivery system, manufacturing mitigation, and root cause. No imagery was provided by the complaint site for further evaluation. The related work orders were reviewed and did not reveal any issues that could have contributed to the event. Review of lot history did not reveal any additional complaints for ¿balloon ¿ torn¿ or ¿delivery system ¿ difficulty with valve alignment¿. Review of complaint history from october 2016 to september 2017 revealed similar returned complaint devices for the edwards commander delivery system (all models and sizes) for ¿balloon ¿ torn ¿. A review of complaint data for september 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). Review of complaint history from october 2016 to september 2017 revealed similar returned complaint devices for the edwards commander delivery system (all models and sizes) for ¿delivery system ¿ difficulty with valve alignment¿. A review of complaint data for september 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿damaged¿). Review of complaint history from october 2016 to september 2017 revealed similar returned complaint devices for the edwards commander delivery system (all models and sizes) for ¿delivery system ¿ difficulty with valve alignment¿. A review of complaint data for september 2017 revealed that the complaint rate did not exceed the control limit for the applicable complaint trend category (¿valve alignment difficulties¿). No IFU/training manual deficiencies were identified. During balloon manufacturing, the balloon was 100% inspected. During manufacturing, the crimp balloon component was 100% inspected. During manufacturing of the delivery system handle, the flex tip underwent 100% inspections. The laser bond between the inflation bond and the crimp balloon is inspected under 2.85x magnification for smooth bond joint with no gaps between components. In addition, the bond is inspected for bubbles and burns. During the manufacturing of delivery system, the balloon was 100% inspected by manufacturing. During manufacturing, the commander delivery systems undergo 100% final inspection by manufacturing and quality to confirm assembled device dimensional inspections, fine adjust function, collet/shaft clearance, collet engagement (ability to lock), mechanical damage (e.g. Kinks, cuts), and surface damage. Devices were 100% leak tested. Additionally, the lot underwent product verification (pv) testing on a sampling plan. All samples must pass pv testing in order for the lot released. These tests include visual inspection for kinks, cracks, and missing components, inspection of inflation balloon to crimp balloon bond, system retrieval force check, and locknut/collet engagement test. These inspections support that it is unlikely that a defect present in manufacturing contributed to the complaint. Due to the device not being returned for evaluation and no applicable imagery being provided, the complaints of ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed. Additionally, due to the unavailability of the device, it cannot be determined if a manufacturing nonconformance has contributed to the reported events. A review of the lot history, DHR and manufacturing mitigation supports that it is unlikely that a manufacturing nonconformance contributed to the reported complaints. Although the device was not returned and no photographs or imagery of the reported were provided, complaint history review suggests that the crimp balloon most likely tore and had separated (adjacent to the inflation and crimp balloon (I/c) bond) during valve alignment. Potential root causes for separation of the crimp balloon material in this location have previously been identified and documented in a pra. It is likely that the reported difficulty with valve alignment led to the tear on the crimp balloon adjacent to the I/c bond. It was reported that there was no straight section of the aorta to perform valve alignment due to the patient¿s tortuous anatomy. This likely resulted in increased forces being applied to crimp balloon and I/c bond area since performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment causing it to ¿dive¿ into the lumen of the flex tip (part of the crimped valve slides into the flex tip lumen). If the thv is unseated during alignment, it can result in higher than usual valve alignment forces, and can potentially damage the bond between the inflation balloon and crimp balloon if excessive force is used. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a tear in the I/c bond. This was recreated in a previously performed engineering study, which demonstrated that residual volume in the inflation balloon during valve alignment can create high enough valve alignment forces to potentially cause a material failure in the area in question. Available information therefore suggests patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the reported event. However, a definitive root cause cannot be determined at this time. The complaints for ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed and no manufacturing/product non-conformance or labeling/IFU/training deficiencies were identified. Therefore no corrective/preventative actions are required. No product non-conformance were confirmed for either complaint and the occurrence rate did not exceed the respective complaint trending control limits, a product risk assessment (pra) escalation is not required. The complaints of ¿balloon ¿ torn¿ and ¿delivery system ¿ difficulty with valve alignment¿ were unable to be confirmed and no manufacturing non-conformities were able to be identified. Available information suggests patient factors (tortuosity) and/or procedural factors (valve alignment in a non-straight section) may have contributed to the reported event. However, a definitive root cause is unable to be determined. No labeling or IFU inadequacies have been identified and review of the complaint history revealed that the occurrence rates did not exceed the september 2017 control limits for the applicable trend categories. Therefore, no corrective or preventative action is required at this time.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), during deployment of the sapien 3 in the aortic position, the balloon burst. The patient was converted to full sternotomy and an intuity elite valve was implanted, however, it migrated and was replaced by a perimount valve.